Event description:
Allegedly when 2/3 of the implant was inserted, the implant broke at the point where threading and blade meet. Surgeon left implant in the patient and inserted a k-wire.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.